Event description:
It was reported to boston scientific that after a sling procedure, the patient experienced partial clogging with the necessity to perform a slackening of the sling. Patient information is unknown.

Manufacturer narrative:
The lot number for the obtryx system is unknown therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated the device was implanted and will not be returned for evaluation, therefore a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.